Event description:
Related reference report number: 2017865-2025-17006. It was reported that failure to convert rhythm was noted on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The physician elected to explant and replace the ICD. The patient condition was stable.